Event description:
It was reported that the swg had stretched and looked like a "slinky" when it was removed from the catheter. This occurred in the med surgery dept. The catheter was left inserted. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.